Event description:
Caller reported an occlusion alarm, though technical support was unable to verify the alarm number in the pump history. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved the issue by filling the tubing and resuming insulin delivery, taking the same actions for previous occlusion events.